Event description:
It was reported that there was a leak that was potentially coming from the integrated automated peritoneal dialysis set during use on a homechoice (hc) machine. The hp was to setup with new supplies for therapy and try to perform therapy that night. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.